Event description:
The patient reported blood glucose results of "420 mg/dl and 38 mg/dl" with the lifescan meter, performed within 20 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips and control solution were replaced.